Event description:
On (B)(6) 2013, patient reported he'd experienced hyperglycemia of 19.0- 25.0 mmol/l (342-240 mg/dl), nausea, and elevated ketones for the past few weeks. His target blood glucose is 6.0-8.0 mmol/l (108-144 mg/dl), and he delivered insulin via the infusion device and syringe as treatment. He believes there was blood in the infusion tube, but his blood glucose did not decrease after changing it. The accessories were used per specifications, and no further issues were noted during troubleshooting. He switched to the backup infusion device using the same accessories. On (B)(6) 2013, he reported his blood glucose had returned to normal while using the backup infusion device and he believes the primary infusion device was not delivering insulin correctly. He did not require treatment from a healthcare professional or second party to address the issue. The infusion device and infusion set were requested for evaluation.

Manufacturer narrative:
The pump was not returned for evaluation, and the production data comply with the specifications. Therefore, the complaint could not be replicated. A retention infusion set was evaluated by the manufacturer. A free flow and tightness test was performed and no non-conformities were found. The investigation of production documents did not reveal any indication related to the complaint reason. Device was not returned to manufacturer.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.